Manufacturer narrative:
The device was inspected and tested on 23rd may 2018. Within this inspection functional testing and visual inspection was made. Result: - coating is gone. Missing coating has no direct impact on the function of the product. - open-lock mechanism can be moved slightly in open position (but not in lock position). As the lock position is with out play it could not contribute to the incident. - torque screw slightly out of specification (too low). As the device was out of specification, it generally cannot be excluded that the device has contributed to the event. However considering the minor deviations of the device, at only two of four measuring points, it is very unlikely that the device actually has contributed to this event. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." - interval of the supplier maintenance was exceeded by the customer as two clamps were involved in this incident we decided to report both, second clamp will be in MDR 3003923584-2018-00028.

Event description:
Customer sales was contacted by distributor on (B)(6) 2018. Distributor stated that there were two incidents in the same hospital, with two different skull clamps in which two patients got injured. On (B)(6) 2018 the hospital stated there was a slippage with a skull clamp in which a patient got injured (laceration), there were two skull clamps involved in the incident but both were used on the same patient. This is the first of two related reports.